Event description:
It was reported that in central processing, a tear in the insulation of the permanent cautery hook instrument was identified. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's heat shrink sleeve on the proximal end was torn. The torn area measured approximately .474 x .144 and was exposed. Failure analysis concluded that material may be missing. Failure analysis investigation also found the instrument's main tube had scratch marks/ abrasions. The main tube exhibited a long scratch mark which measured approximately 2.55 x 3.08 from the distal end. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the torn sleeve and/or scratch mark on the main tube found during failure analysis if to recur could cause or contribute to an adverse event.